Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. The customer¿s blood glucose level was 12.9 mmol/l. The customer was assisted with troubleshooting. Customer states the after swimming insulin pump alarmed replace battery and after replacing battery pump button are not responsive. Customer reported that the time clock did not advance. Customer reported the screen was not completely blank. Customer states the insulin pump screen did not turn off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 alarm during rewind due to moisture damage on the motor and force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Frozen screen not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly.